Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch was missing. The root cause of the missing switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.